Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and perforation ('migration & perforation') in a 26-year-old female patient who had essure (batch no. 626458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), depression ("depression") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, depression, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding removal details as in earlier follow up drug withdrawn is captured and in recent follow up mentioned as follows- have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event "perforation" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concomitant products included anovlar (loestrin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, depression, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding removal details as in earlier follow up drug withdrawn is captured and in recent follow up mentioned as follows- have you had your essure (or any part of the device) removed: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: failure to occlude (close) fallopian tubes most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. New events - abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, dysmenorrhea (cramping), lower stomach pain were added. New reporter, patient information, concomitant medication, historical condition, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. 626458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo-provera). On(B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, depression, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding removal details as in earlier follow up drug withdrawn is captured and in recent follow up mentioned as follows- have you had your essure (or any part of the device) removed: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Lot number added. Other hcp added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain and depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.